Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h11. Corrected fields: h3. H6-health effect code, health effect impact code. A getinge field service engineer (fse) found system shutdown and an emergency stop was performed due to excessive pressure being detected in the transducer that measures the intra-balloon pressure (#124,#58). Fse stated that the symptoms did not reoccur after two months of testing. Fse investigated the following three points through manifold tests, etc.: 1) possibility of poor atmospheric pressure measurement by the internal transducer, 2) possibility of overfilling of he gas due to malfunction of solenoid valve k10, and 3) possibility of malfunction of solenoid valves k3 and k11 related to filling of he gas. It was confirmed that the time it took to release negative pressure was longer than other cardiosave devices (average 1.2 seconds, within the appropriate range of 4 seconds). A malfunction of the solenoid valve k10 was suspected. Symptoms not reproduced on this machine.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) a system malfunction occurred. #124, #58. The device was restarted and treatment continued, but the same symptoms continued, so the pump was replaced with another machine.

Manufacturer narrative:
Updated fields: b4, d1, d4(version or model #, catalog #, (UDI) #), d9, e1(event site postal code - 8100071), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings & investigation conclusions), h11. Corrected fields: h8. An engineer checked the log and found a history of #124 and #58. More than three good faith efforts (gfe's) was raised to get repair information but there was no response received. The investigation shall be closed now, if any additional information received about repair the complaint will be reopened and updated it.